Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported same issues as documented in initial call. Patient said doesn't want to do anything with the device. Patient again asked if they could convert their handset into a cell phone. Agent reviewed as explained in previous call, that as long as the implanted system is in the patient's body, compatibility guidelines apply, and reviewed MRI information. Reviewed option to keep external devices charged. Patient mentioned that might ask doctor about having removed, however really doesn't want to have another surgery. Redirected patient to discuss options with their physician. The agent emailed patient therapy guide and quick guide to patient and updated patient's email address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the therapy has not worked for them. Patient also mentioned that they were expecting this new ins to work better but that has not been the case. Patient said they have been going through some real urological issues. Patient was escalated and stated they will not further discuss issues without first speaking to their doctor. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they will see their hcp in about two weeks. Additional information was received from the patient. Patient said their current ins was also a total failure. Patient stated they would then just throw equipment in trash, agent reviewed patient should keep external equipment as long as they have ins in their body. Patient stated they did not want to learn how to use equipment. Patient stated whole thing was a waste of money.